Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating the insulin pump had alarm unexpected restart. Customer's blood glucose at time of incident was 115 mg/dl. The customer was explained the alarm and possible causes. Customer was unable to checked alarm history due to blank display. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 115 mg/dl. The customer was advised to insert a new (B)(6) alkaline battery and display did not return. Customer already has a new insulin pump but it has not been programmed yet. Customer was advised to call back and we can assist with programing new pump.